Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure for the treatment of stress urinary incontinence on (B)(6) 2014, exposed mesh at midline was noted by the physician. The mesh was visible/palpable. The patient was treated with vaginal estrogen. The current status of the patient and exposure are unknown. The patient is scheduled for follow-up (B)(6) 2014.